Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient's left ventricular lead showed no capture. An x-ray noted that the lead had perforated the ventricular wall when it dislodged. The lead was removed and replaced. The patient participates in the clinical "alsync" clinical study. No patient complications have been reported as a result of this event.